Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration recovery data provided was within specification. The customer stated that qc was acceptable on the day of the event. The alarm trace showed an abnormal apsiration alarm. The field service engineer (fse) cleaned the ise sample probe, vacuum nozzle, sipper nozzles, dilution vessel, and bulk reagent inlet filter, performed a reagent prime, and flushed the solenoid valves. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 cobas ise module (double). The initial result was 128 mmol/l. The doctor questioned the result which prompted the customer to repeat the sample. The sample was repeated on another module and the result was 138 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.